Manufacturer narrative:
One cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to two broken wires inside the cord. The confirmed malfunction is related to the reported event. The most likely root cause of cac¿s failure can be attributed to wear at the strain relief, as a result of excessive bending, likely contributing to fraying or breaking of a wire. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported per the vad coordinator, that the patient indicated that there were power disconnect alarms while connected to ac adapter. The vad coordinator observed alarm while patient was connected to ac adapterin clinic. The adaptor was replaced. There was no impact to the patient.